Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. Contact reported that the customer had a blood glucose level of 175 (mg/dl). The malfunction alarm was cleared and insulin delivery was able to be resumed. It was reported that the customer will continue to use the pump, and stated that the customer has insulin injections available for alternate insulin therapy if needed.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.